Manufacturer narrative:
See d4 expiration date, h4, h6, h10 and h11. Complaint has been evaluated and is similar to report number 1644408-2022-01607; 941-01-40h, s808 - infection, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Patient had infection of previous total hip replacement taken place on (B)(6) 2025. 55 yrs female.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.